Event description:
The consumer reported reagent in eyes on (B)(6) 2022 with binaxnow covid-19 antigen self-test. The patient put a few drops of the reagent into eyes while opening the reagent bottle for performing the test . The patient had stinging feeling when he put the reagent in the eye. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress .a supplemental report will be provided after completion.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the relevant safety data sheet and advised the consumer to wash their eyes and contact their health provider if any irritation occurred.